Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 15-feb-2023. H.6. Investigation summary: bd received 10 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. The samples were tested and the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation with 20 bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient additive and poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: serum is not getting separated after centrifuge also, amount of serum is also not adequate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 20 bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient additive and poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: serum is not getting separated after centrifuge also, amount of serum is also not adequate.